Manufacturer narrative:
Product complaint # (B)(4). Prior submission (mwr-(B)(4)) was submitted with the incorrect awareness date of 12-feb-2020. Correct awareness date 11-mar-2020. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No device associated with this report was received for examination. Review of the attached image found the device to be fractured. The root cause of the fracture could not be determined. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. (B)(4).

Event description:
The literature article entitled, "the evolution of the cup-cage technique for major acetabular defects full and half cup-cage reconstruction" written by peter k. Sculco, md, cameron k. Ledford, md, arlen d. Hanssen, md, matthew p. Abdel, md and david g. Lewallen, md published by the journal of bone and joint surgery 2017 was reviewed. The article's purpose was to report on the results of utilizing cup-cage technique for major acetabular defects. Non-depuy acetabular shells were used in conjunction with depuy protrusio cages and non depuy joint reconstruction cages. Data was compiled from 57 cases. Table iii provides patient identifiers and adverse events but not identify if products involved were depuy or non depuy. Depuy product: protrusio cage. Adverse events: sciatic nerve injury (treated by reoperation) hematoma (treated by opeartive evacuation) cage/cup construct loosening (treated by revision - see figure 5a-5b) recurrent instability accompanied by dislocation (treated by revision).